Manufacturer narrative:
One catheter with attached bd 1ml syringe at gate valve was returned for evaluation. No error message was observed on vigilance ii monitor. The thermistor was submerged in a 37.0 c water bath and read 36.8 c on vigilance ii monitor. The thermistor circuit was continuous and there were no open or intermittent conditions. Thermistor connector was opened and no visible abnormalities were found. No visible damage to the catheter body, balloon, or returned syringe was observed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation testing was performed using returned syringe with 0.8 cc air by holding the balloon under water for 5 minutes. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of co measurement issue could not be confirmed during the analysis. The device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Complaint trending will be monitored to determine if additional actions are required. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. Patient parameters should correlate with the patient¿s clinical manifestations. In this case it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that inaccurate co value was indicated during use. The indicated co value was 10.0 l/min. The expected co value was unknown. The catheter was exchanged with another catheter from the same model number but the problem was not solved. The catheter was exchanged with a third catheter from a different model number and 5.0 l/min was indicated without problem. It is unknown if any other troubleshooting was performed or if an error message was observed. It is unknown if an occlusion, leakage or kink was noted in the catheter. The value was not affected by the patient condition. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
Reference MDR 2015691-2018-00964 for the other catheter used in this case.